Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed, in ada site #14 of the patient¿s mouth, a failure occurred upon insertion. Sinus perforation occurred during the event. The device will be forwarded to the manufacturer for investigation. There were no further patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that on the day the dental implant was placed, in ada site #14 of the patient¿s mouth, a failure occurred upon insertion. Sinus perforation occurred during the event. There were no further patient injuries or complications.